Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The customer used an in-house technician for the repair of the cs300 pump related to this complaint. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp control panel was not fully lit. The patient was switched to another iabp and therapy was continued. No patient injury was reported.